Manufacturer narrative:
The reported event of no output and not telemetry was confirmed. Analysis found a high current drain which was isolated to the radio frequency module.

Event description:
It was reported that the asymptomatic patient's pulse generator was unable to be interrogated. Upon the application of a magnet, there was no pacing evident. The device was explanted and replaced on (B)(6) 2017 and the patient was stable following the procedure.